Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni event description: the customer called and wanted to file a complaint regarding item ca500 lot# 1557343 that missed fired on 5/8/25. Contact [name] [email] [phone number] additional information provided by [contact name] on 09jun2026: it was 05/08/26. I have spoken to the staff and I/ve gotten the run around about who was in the room. I¿ve sent them your email asking them to complete the questions and no response. So I think it¿s forgotten about. Intervention: ni patient status: no patient injury indicated.